Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) intravia 250 ml capacity containers injection port separated. The injection port separated from the empty bag when the needle was withdrawn. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) actual devices and twenty five (25) companion samples were received for evaluation. Visual inspection of the actual samples noticed roughness, and the injection sites came out; however, the other components were placed according to specifications. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. Protector tip removal and pressure testing was performed on the companion samples with no issues or leaks observed. The reported condition was verified on the actual samples; however, not verified on the companion samples. The cause of the damaged/separated components could not be determined; however, probable cause may be related to the environmental conditions where the product is stored and constantly exposed to light. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.